Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications and when analyzed at abbott under non-physiological conditions the reported event of deformation could not be confirmed as the device deployed without deformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, a 25 mm amplatzer cribriform occluder (aco) was selected for implant and was loaded into a 9f amplatzer torqvue delivery system (dtv45) (model: 9-itv09f45/80). When the device was deployed, the left and right discs were deformed. The aco was removed from the patient and a second 25 mm amplatzer cribriform occluder was successfully implanted with the same delivery system. No patient consequences were reported.